Event description:
I was prescribed air optix night and day contact lenses by the optician at (B)(6) in (B)(6) 2012. After a few months of they were bothering my eyes. In (B)(6) 2012, I called the optician to get a new contact lens. I wasn't able to get an appointment and another optician issued the same prescription. I decided to try wearing the lenses during the day only thinking that night time wear was causing the problem. I ordered another set on-line thru "1-800 contacts." These lens were even worse. "They hurt my eyes after 1 day of wear, made them sore, and made my eye lids stick together. After researching your website I learned that these lenses are not approved for sale in united states.